Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had a return of symptoms. On (B)(6), the patient slipped on a tree root and fell backwards right on the implant, but when he got up he still felt the pulsation down the legs and no ill effects. It was noted that the patient was sore in places other than the back however. The back pain that was not helped by spinal cord stimulation (scs) therapy began on (B)(6) 2016. On (B)(6) 2016 was absolutely horrible. There was nothing the patient could do with the scs to make his back stop hurting. The patient was on tylenol and had the scs turned up as high as he could stand it. On (B)(6) 2016, the patient felt a lot better so he was not sure if it was just a fluke. The patient was to follow-up with a healthcare professional. Additional information was received from the patient. It was reported that the soreness and back pain had not really been resolved. The implant was still functioning, but not the same as prior to the fall. It still stopped/decreased the patient¿s pain most of the time, but was not quite as effective. The patient suspected that his next appointments to add programs would resolve the current issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.